Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 272 mg/dl and 500 mg/dl. The customer had been using the insulin pump for 48 hours of high blood glucose level. The customer treated high blood glucose level with manual injection. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose level. The customer did not allege the inulin pump for under delivery. The insulin pump was not on auto mode at the time of the incident. The customer declined testing the insulin pump. The insulin pump will not be returned for analysis.